Event description:
A customer obtained false negative hbsag results for a positive control fluid. No biased results were reported. Biased results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.